Event description:
It was reported that there was a lead fracture during explant. The lead broke and the plastic sheath, tines and electrodes remained in the patient. The wires were extracted. The lead was replaced and it was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3889-28, lot# v477185, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the lead model lot found the lead body was broken at or near the tines, 28cm from the proximal end. All conductors were broken and all circuits were open. (B)(4). This device is included in the educational brief discussing post-surgery lead removal, to minimize the number of occurrences of lead breakage, which can result in unretrieved device fragments.